Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that an adverse event occurred. The caller stated that when the physician was about to go transseptal, he was using a long abbott swartz sl0 81cm sheath that broke in the body. They were unsure if the bayless or the wire was through the sheath. The patient had to go to vascular surgery. The caller stated to their knowledge, what led to the discovery of the event was that the physician was unable to advance or pull back on the sheath. The patient was stable. They snared the part that broke out and then went to vascular surgery (cvor). The following (B)(6) products were in use; stsf d-f ablation catheter, 8fr soundstar, a pentaray and a vizigo sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).